Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insufficient/incorrect reprocessing was performed. The brush passage and forceps were not passing through the biopsy port. There was an object stuck at the biopsy channel near biopsy port. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited insufficient/incorrect reprocessing. The brush passage and forceps were not passing through the biopsy port. There was an object stuck at the biopsy channel near biopsy port. There was no patient involvement.